Event description:
Reporter noted a corneal burn. The wound was sutured with a relaxing incision made to prevent astigmatism. The surgeon feels that the use of high power for sustained periods of time was the probable cause of the burn.